Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2009. Pending revision of right knee due to synovitis.

Manufacturer narrative:
After further review of additional information received the following sections b4, b7, d4, g3, g5, g7, h2 and h6 have been updated accordingly. D6: 2009. This device is used for treatment not diagnosis. Corrected data: g3: report source.

Event description:
It was reported that a patient received an initial right total knee implant in 2009. On (B)(6) 2018, the patient underwent a revision due to synovitis. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00495, 1038671-2018-00496 and 1038671-2018-00498.